Event description:
It was reported that during a thyroidectomy procedure, when clamp device over tissue it would coagulate but would go slowly. It would not cut through tissue. Tried five or six times then decided to finish the conventional technique. There was no patient consequence. One device will be returned.

Manufacturer narrative:
H6 information anticipated, but unavailable at this time.